Manufacturer narrative:
One tracheostomy was received for evaluation. Visual inspection of the device has found it to be in good physical condition. Device underwent functional testing by using a syringe to inflate the cuff of the sample and submerging it under water. A leak was detected in the cuff, confirming the reported customer complaint. Inflation test was audited during thirty two (32) units, in order to verify that the inflation test was properly performed; the inflation test was performed according to the test method stated in the manufacturing procedure; no deflated cuffs were detected during the thirty two (32) units tested. The cause of issue was not established. And while no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Foreign (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid leaked while in use. The reporter stated there is a hole in the cuff. Subsequently, a tracheostomy (trach) change out was required. No adverse patient effects were reported.